Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported material rupture. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore. Na.

Event description:
It was reported that the procedure was to treat a 90% stenosed de novo lesion in the proximal left circumflex (plcx) artery with moderate calcification and moderate tortuosity. Pre-dilatation was performed with a 3.0x10mm non-abbott balloon, then the 3.5x12mm xience skypoint stent delivery system (sds) was advanced to the target lesion. The sds balloon ruptured during first inflation at 8 atmospheres for 5 minutes. Fluoroscopy confirmed that the stent was still on the balloon and the sds was removed from the patient. Additional pre-dilatation was performed and a new same size xience skypoint stent was successfully deployed. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.